Manufacturer narrative:
Field service engineer evaluated the device by simulated use testing and found an open circuit problem. The device was repaired and returned to the customer. Service history review found no similar issues for this device.

Event description:
Multiple errors/events. Cuw 89/93/162 and chu213. Unable to regulate therapy head. Fatal red bar errors. Case aborted.